Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 90 mg/dl. Customer stated that she was sitting in her chair when the alarm went off. Customer had entered her carb information earlier. Customer stated that she wears the pump in her breast. Customer was advised to wear it in an area that does not come into contact with moisture. Pump is not water tight. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had no button response, due moisture damage on keypad traces. No button error alarms noted. Insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.